Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 60 and blood glucose was 180 mg/dl. Customer reported that when sensor was removed, cannula was bent. They declined troubleshooting for the bent sensor and sensor glucose versus blood glucose. Customer was advised that sensor would be replaced. Insulin pump will be returning for analysis